Event description:
It was reported that the right ventricular lead pacing impedance had been increasing over time from 480ohms to 1768ohms. There were also unstable thresholds and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.